Event description:
A technician reported that a pt who underwent lasik was diagnosed with trace dlk (diffuse lamellar keratitis) in the left eye on the first day post-op. The steroid drops were increased and the dlk resolved.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).